Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent structure ruptured. The pt presented with unstable angina. The lesion being treated was a mildly tortuous, severely calcified, 70-80% stenosed bifurcation of a 2.75mm proximal lad/diagonal branch. The bifurcation was predilated with a kissing technique using a 20mm balloon. The physician attempted to place the taxus express2 2.75x20mm drug eluting stent in the diagonal branch using a kissing technique. The physician tried multiple techniques to cross the bifurcation, including removing the lad wire, which all proved unsuccessful. The physician encountered resistance when trying to remove the stent. He had to remove the entire system, including the wire to the lad and the wire to the diagonal branch with the taxus stent still in place, as a unit. Once it was removed, stent damage was found, making it unusable. The procedure was successfully completed by exchanging two wires and crossing the lad and diagonal with two new taxus stents. The pt received plavix, aspirin, nitrates and simvastatin pre procedure. Pt received heparin and tirofiban during the procedure and post procedure along with nitrates and plavix post procedure. The plavix was ordered for 6 months post procedure. This complaint was reported as a non-serious injury which was described as a non-q wave mi. Pt status is reported as satisfactory.